Event description:
Returned goods info reviews that the catalog number is yrbr2414165 and the lot number is m00m750341. Investigation of the device revealed that the stent delivery system was without the stent graft. The cook introducer sheath was not on the delivery cahteter. The graft cover was segmented into three pieces. The physician cut each segment lognitudinally. The graft cover was cut at 29cm distal to the torque handle. The runners, nosecone, and inner pebax are exposed. Three of the seven runners are bent. The black slide ring is at its most distal position away from the luer. The cook sheath was removed and the device was disassembled. The cook sheath covered a kink in the cheater tube. There is a kink 4.5cm from the slider assembly and a kink and bend on the inner assembly 41cm distal from the cpc connector. There was also a small bend in the guidewire lumen 8cm proximal from the tip of the nosecone. These findings may be contributed to the excessive tortuosity of the pt's iliacs but is not definitive.

Event description:
An aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The patient's iliac arteries were excessively tortuous and severely calcified. There was significant plaque at the aortic bifurcation. The iliac artery was predilated with a 10mm balloon and then a 22 fr cook sheath was inserted into the artery. It was reported that the device went up the iliac artery easily. While turning the deployment handle, the black slide ring went all the way back but the stent graft remained partially sheathed 2cm below the gate. It was reported that the graft cover stretched. The physician dissected the iliac artery and exposed the device within the artery. The physician dissected the iliac artery and exposed the device with the artery. The physician then cut the cook sheath and graft cover circumferentially to enable deployment of the graft. The stent graft was deployed successfully with an excellent outcome. Attempts to obtain additional information have been unsuccessful. It is reported that the pt is fine and there is no additional sequelae related to this event. The device has not been returned for investigation and the catalogue and lot numbers are unknown at this time.